Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6).the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image noise during installation involving an olympus gastrointestinal videoscope. The customer tried wiping the electrical contacts, but the issue remained unresolved. There was no patient injury reported.